Event description:
It was reported that the patient presented during follow-up in clinic, and the pacemaker was found in backup vvi mode. The device was explanted and replaced. There was no consequences to the patient due to the device backup anomaly.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. Analysis found that the device was received with telemetry and battery at end of life (eol) level due to normal battery depletion. The device image analysis showed the device was in back-up mode because of voltage fluctuation due to low battery levels. New battery was installed, and no anomalies were noted. Further analysis, including telemetry test with battery loaded down to eol level, did not show any anomalies. The implant duration was 12.05 years which exceeded device¿s 11.33 years projected longevity based on the field settings and is considered normal battery depletion.